Manufacturer narrative:
Concomitant medical products: product ID: 8578, lot# n152892, implanted: (B)(6) 2009, explanted: (B)(6) 2015, product type: accessory. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4)

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving intrathecal lioresal 2000 mcg/ml (dose 500 mcg/day) via an implanted pump. The pump's indication for use (IFU) was listed a spasticity and intractable spasticity. On (B)(6) 2015 during a routine end of life replacement procedure, upon opening the pump pocket the surgeon noticed there was fluid in the pocket. He found a small leak in the catheter near the connection of the pump. He cut the part of the catheter with the leak off and added the connector end of an (B)(4). There was no information given prior to the case start that there was any concern with the catheter. No reports of patient symptoms, over discharge, withdrawal, etc. The hospital did not save the prescription bottles/boxes to obtain the lioresal lot number (however, this was not a drug issue). The issue was resolved at the time of this report. Other medications taken at the time of the event were not obtained. The patient's status at the time of this report was alive- no injury.